Event description:
The customer reported the subject device was torn. The reported issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (torn device) was not confirmed. There were no tears observed in the bending sheath cover. During inspection and testing, service also found the bending angle in the down direction was out of specification due to damage of the up/down angulation knob. Switch button #2 was cut. The plastic distal end cover was dented. The adhesive on the bending section cover (a-rubber) was scratched. The bending angle in the up direction was out of specification due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the torn colonoscope was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.